Event description:
It was reported that customer received a radio frequency pic failed self test. After troubleshooting, customer was advised that insulin pump would be replaced. Customer's blood glucose was 94 mg/dl. No further information provided.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was programmed with a test minilink and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator. The sensor feature was working properly. No unexpected sensor alarms, cal error or other alarms were noted. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.